Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is not confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The returned device was visually inspected and noted that there were regular signs of wear and tear. The returned device was assembled with an ar-6410 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the shoulder pre-set pressure, the run button was pressed to start the machine upon letting the pump run for 49 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. The device was assembled with an ar-6430, lot 73002759, to test the outflow system. No issues were noted after pressing the lavage and rinse buttons. However, the outflow housing arm moved up during the run. The device kept working as intended, and the outflow (lavage and rinse) was tested to see if this was affecting the functionality; it was noted that the device was working as intended. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected, and no problem was found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1¿section 5.2) to simulate an overpressure failure on the pump and verify whether an error message and/or audible alarm would be triggered. The clamp test results indicate that the pump triggered an alarm, and the rollers stopped moving. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures.

Event description:
On 21st march 2024, it was reported by a sales rep. Via email that for an ar-6480, dualwave¿ arthroscopy fluid management system, the pump console outflow was not working. They tried different cables and rebooted the console. This was detected during use in a shoulder arthroscopy on (B)(6) 2023. The procedure was completed successfully as another pump console was used at the hospital.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.